Manufacturer narrative:
The insulin pump had no motor error alarm or no excessive no delivery alarm during testing. It was received with normal operating currents. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the message appeared, he/she pressed esc and act to clear alarm, however it didn't work. The customer was not expose to high magnetic field, didn't stop the insulin pump and connections were ok. The customer was advised to discontinue insulin pump use and is following his/her medical prescription for insulin shots until replacements arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.